Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that there was a crack in the syringe attachment piece of the 0.4 ml microbore extension tubing set. As a result, the patient did not receive sodium bicarbonate to correct the acidosis. There is no report of further adverse or lasting effects to the patient as a result of this event.